Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 lead, implanted::(B)(6) 2014, a dtba1d4 biv ICD, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture in all configurations. It was also reported that the lv lead had pulled back into the right ventricle. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.